Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the broviac 4.2fr catheter was confirmed, and the cause appears to have occurred through use of the device. An external segment of a broviac 4.2 fr catheter was returned for investigation. The 4.2 fr tubing extended 1.2 cm from the distal end of the clamping over sleeve. The remainder of the catheter was not returned for investigation. A breach in the intermediate tubing was observed at the distal end of the clamping over sleeve. The characteristics of the split in the tubing are consistent with overpressurization. A hole was found in the inner 4.2fr layer of tubing within the clamping oversleeve. This hole allowed fluid to fill the space between the 4.2 fr tubing and intermediate tubing, which lead to the burst in the intermediate tubing. The hole in the 4.2fr tubing coincided with the distal rounded edge of the luer adaptor stem. The luer adaptor stem showed no sharp edges or damage. It appears that the inner layer of tubing wore against the luer adaptor stem. The observed damage can occur during use if the catheter is flexed or clamped at the distal end of the luer adaptor. The returned sample revealed evidence of extended use. The printing indicators were worn from the clamping oversleeve outside the ¿clamp here¿ region and debris was observed within the crevices of the clamp. This appears to be use related damage. A lot history review (lhr) of huap1482 showed no other similar product complaint(s) from this lot number.

Event description:
On 09/09/2016- it was reported by facility that a broviac was placed on (B)(6) 2016 in left internal jugular vein. On (B)(6) 2016, a mother brought the patient to ed for leaking broviac. The broviac reportedly began leaking after it was flushed by the mother. It was stated that the line was repaired and there was no harm to the patient. Line is being used for tpn administration. No patient injury reported. On (B)(6) 2016 - the catheter was flushed using a 10ml syringe with ns. It is unknown if there was any resistance during flushing or how the catheter was secured and dressed at the time of the event.